Event description:
Customer reported the transformer will not power the device. When the transformer was rec'd by the receiving department, the transformer was breached.

Manufacturer narrative:
A replacement power supply was sent to the customer. The customer called medela customer svc and stated that the transformer will not power up the device. When the transformer was rec'd by the receiving dept, the transformer was breached. Customer was sent a replacement power cord and requested the defective power cord be returned for evaluation. The defective power cord was rec'd by medela on (B)(4) 2013. The product evaluation was unable to confirm customer reported problem however, the evaluation revealed a breach in the transformer housing which is a safety risk. In follow up with the customer, she indicated that there was not a breach in the transformer housing prior to shipping. She pumps 4-6 times a day and plugs in/out the transformer about 4-6 times a day. She indicated that she did not witness any sparking, fire, or flame and that no injuries were sustained as a result of the issue. This issue with a damaged transformer housing for the pump in style device was addressed in investigation (B)(4). The investigation found that the transformers are being damaged during shipment from the MFR to medela. This damage is causing the plastic housing to fail prematurely when subjected to normal use and foreseeable misuse. The packaging used by the MFR to ship the transformer to medela is not robust enough to handle all of the potential shipping, handling, and abuse conditions that could arise from logistics of the consolidation process. As a result of the investigation, the shipping and consolidation process has been modified to reduct the handling and potential for double stacking of the skids. The shipping packaging strength has been increased to further protect the transformers during shipping. Evaluation summary: a visual examination of the power supply revealed the transformer housing was breached. A visual examination on the cord revealed nothing unusual. The power supply was plugged in and the voltage across the dc plug was measured at 12.82 vdc, which is normal and indicates that the power supply is producing the correct voltage. Resistance across the dc plug was measured open, which indicates that there is not a short in dc cord. Smoke, fire and sparking were not observed while the power supply was plugged in. The resistance across the ac blades measured a 54.82 ohms, which is normal and indicates that the thermal fuse did not blow.